Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch. It was reported that there was a range of black and brown dots were found inside the drip chamber, also in the area where the drip chamber were narrowed into the tubing. Currently, the patient involvement and harm were not reported.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.